Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: part number 9735999r. Lot number s3z6nw0k716814j. A representative went to the site to preform system check out. It was reported that there was a hard drive failure. Hardware parts were replaced and the system was operational. The ssd was tested and found to boot to the ubuntu menu and then the blinking cursor. They fixed the errors and they were able to log in and pull logs.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that there was a black monitor. When the system was powered on, it would display the rising man splash screen then go black. The probable cause was noted to be a solid state drive (ssd) failure. No patient was present at the time of the event.